Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited no phacoemulsification (phaco) power. Procedure details and patient impact were not reported. Additional information has been requested none received till date. Additional information has been received from the customer indicating during start of the phaco mode of a cataract procedure there was a loss of phaco power. The procedure was completed with an alternate console. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The company service representative saw no advisories in the event log relating to loss of phacoemulsification (phaco) power. As a preventative measure, the ultrasound controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The ultrasound controller pcb was received, and a visual assessment of the returned sample revealed no obvious non-conformities. The module installed into a calibrated vision system and displayed no advisories at startup. It passed all surgical and functional tests, successfully burned-in for 8 hours, and passed surgical tests again in sculpt mode for 5 minutes. The reported event could not be replicated, and the returned ultrasound module was working as intended. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported events was inconclusive. No problem was found with system during an onsite assessment and no problem was found with the parts that were returned for sample testing. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).